Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed upstream occlusion test" was not reproduced. Evaluation sent device to flowline for ultrasonic sensor upstream occlusion, ultrasonic sensor upstream air, and downstream occlusion tests and the device passed all tests. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.